Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Respiratory rate trend (rrt) signal was visible, but not oversensed. There were also false atrial tachy response (atr) episodes with ra oversensing on the channel, and ra lead fracture was suspected. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended bringing the patient for further evaluation. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Respiratory rate trend (rrt) signal was visible, but not oversensed. There were also false atrial tachy response (atr) episodes with ra oversensing on the channel, and ra lead fracture was suspected. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended bringing the patient for further evaluation. This ICD system remains in service. No adverse patient effects were reported.